Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g did not work. Customer reports 100 needles were not working. The following information was provided by the initial reporter: material no. 320122 batch no. 8331869, unknown I have a box of 100 needles that don't work. When consumer initially reported complaint, she provided only one lot. I was finally able to reach her on the phone. She stated, she has been collecting pen needles for one year from different lots. The lot number she did provide, is mixed in with other lots. Date of event: unknown for call lot's from phone call on 2020-04-10 17:43:06: followed up with consumer. Consumer stated, no insulin flow when taking injections she does not prime before injection. Stated, she collected pen needles that were not working for over a year, she does not know the lot numbers.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/29/2020. H.6. Investigation: customer returned (88) used 32gx4mm bd pen needles without teardrop labels or inner shields attached. Consumer reported no insulin flow when taking injections. The 88 returned pen needles were examined, and the following was observed: - 82 pen needles with bent non-patient end (npe) cannulas - 3 pen needles with broken npe cannulas - 3 pen needles with straight npe cannulas the 3 pen needles with straight npe cannulas were tested for flow using a test pen injector: all 3 pen needles were able to expel properly. No evidence of manufacturing defect was observed on any of the 88 returned pen needles. The bent or broken npe cannulas would be the cause for no flow through the pen needles, as reported. Since all 88 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Per additional information received, the following information has been updated: b.5. Describe event or problem: it was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g did not work. Customer reports 100 needles were not working. The following information was provided by the initial reporter: material no. 320122 batch no. 8331869, unknown. I have a box of 100 needles that don't work. When consumer initially reported complaint, she provided only one lot. I was finally able to reach her on the phone. She stated, she has been collecting pen needles for one year from different lots. The lot number she did provide, is mixed in with other lots. Date of event: unknown for call lot's from phone call on 2020-04-10 17:43:06: followed up with consumer. Consumer stated, no insulin flow when taking injections she does not prime before injection. Stated, she collected pen needles that were not working for over a year, she does not know the lot numbers. D.4. Medical device lot #: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8331869 d.4. Medical device expiration date: 2023-12-31 h.4. Device manufacture date: 2019-01-21. D.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g did not work. Customer reports 100 needles were not working. The following information was provided by the initial reporter: material no. 320122, batch no. 8331869, unknown. I have a box of 100 needles that don't work. When consumer initially reported complaint, she provided only one lot. I was finally able to reach her on the phone. She stated, she has been collecting pen needles for one year from different lots. The lot number she did provide, is mixed in with other lots. Date of event: unknown for call lot's. From phone call on (B)(6) 2020 17:43:06: followed up with consumer. Consumer stated, no insulin flow when taking injections she does not prime before injection. Stated, she collected pen needles that were not working for over a year, she does not know the lot numbers.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g did not work. Customer reports 100 needles were not working. The following information was provided by the initial reporter: verbatim: "I have a box of 100 needles that don't work."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g did not work. Customer reports 100 needles were not working. The following information was provided by the initial reporter: verbatim: "I have a box of 100 needles that don't work."